Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lv (left ventricular) lead had no capture at max output from the device. The lead was removed and replaced as there were no programming options for the lv lead. No patient complications have been reported as a result of this event.